Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal unknown baclofen 500 mcg/ml at 200.02 mcg/day, fentanyl 2000 mcg/ml at 800.1 mcg/day, and marcaine 10 mg/ml at 4 mg/day via an implanted pump. It was reported the error codes 234 and 232 were seen on the tablet. It was confirmed the pump motor stalled for 95 hours with no symptoms. There was no electromagnetic interference (emi), MRI, or magnets present. The hcp would be following up with the managing doctor to see when they could schedule a replacement surgery. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer indicated as previously reported that the patient¿s pump "quit working about a week and a half ago" and the pump was alarming non-stop as a dual-tone alarm sound. It was clarified this started "about a week ago". The patient went to see her managing healthcare provider (hcp) last week and was told her pump needed to be replaced, but that was all her hcp told her. It was further reported the patient could not get ahold of her hcp anymore. Physician listings were requested. The patient was going through withdrawal from the drugs and was getting "sicker and sicker". The patient inquired again about the status of the replacement pump order and the patient was redirected to the hcp todiscuss symptoms/pump replacement. No further complications were reported.

Event description:
Additional information was received from the consumer indicated that the pump was alarming and needed to be replaced due to it not working. It was reported that the patient was going through withdrawal; she was sick and couldn't think. The caller was redirected to follow up with their managing healthcare provider.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.